Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Mhra adverse incident report reference no 2018/010/018/401/005; submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while deploying the suture through the sacrospinous ligament, the dart detached from the suture and got stuck in the capio device. It was not reported what type of device was used to finish, the procedure. However, it was reported that the procedure was completed by using a new device and suture. There were no patient complications reported as a result of the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while deploying the suture through the sacrospinous ligament, the dart detached from the suture and got stuck in the capio device. It was not reported what type of device was used to finish, the procedure. However, it was reported that the procedure was completed by using a new device and suture. There were no patient complications reported as a result of the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Blocks updated to capture the correct upn and brand name of the device. Brand name: capio slim (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: mhra adverse incident report reference (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.